Event description:
Pt was referred to the hosp by an (B)(6) clinic. The pt, a male of unk weight, age (B)(6), was suffering from lower back pain. The clinician prescribed a 15 minute interferential waveform electrotherapy to the pt's lower back. Ten minutes into the treatment the pt complained that the waveform intensity might be high. The clinician decreased the treatment and the pt completed the treatment. Upon completion of the treatment, the clinician removed the treatment application electrodes. Under one of the treatment application electrodes the clinician noted a 1 inch by .5 inch blister. The pt did not required immediate or f/u treatment for the resulting injury. It should be noted that the pt had not received electrotherapy treatment prior to this event. The treatment was the first use of the electrodes. The treatment intensity was set to 65 mv. The pt had not received any adjunct therapies in conjunction with the electrotherapy treatment.

Manufacturer narrative:
The device has been received and is currently under eval. The device eval and any add'l findings will be provided upon conclusion of the device eval.